Manufacturer narrative:
Patient age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel perforation and bleeding occurred. The target lesion was located in the right atrium. During procedure, a 6f/115cm/5mm viking electrode catheter was used to help treat the target lesion. When the device was advanced to the target lesion, it was noticed that perforation and massive bleeding occurred. The physician took immediate action and performed emergency surgery to save the patient. After several days, the patient was still recovering in the intensive care unit (ICU). No further patient complications were reported and the patient's status is stable.